Manufacturer narrative:
(B)(4). Unique device identifier (UDI): in the absence of reported part and lot#, UDI can not be provided. The device was not returned for analysis. The reported patient effects of angina and stenosis are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular drug eluting stent in the us.

Event description:
It was reported that on (B)(6) 2010, a 4.0x23mm promus stent was implanted in the mid right coronary artery (rca) lesion. On (B)(6) 2016, the patient was hospitalized due to unstable angina. Per angiography, the mid rca contained 95% restenosis. A 4.0x18mm xience alpine stent was implanted as treatment. On (B)(6) 2016 the event resolved and the patient was discharged from the hospital. There was no additional information provided.